Event description:
The user facility reported during vitrectomy surgery, the cutter failed. There was no pt injury reported.

Manufacturer narrative:
Evaluation completed. One 25ga cutter was returned wrapped in bubble wrap. The original packaging was not returned. The part number and lot number cannot be determined or verified. The extension handle had been placed on the cutter backwards possibly for needle protection as the tip protector was not returned. The needle did not appear to be bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The inner needle did not reach the cutting edge with the cut rate set at 1000 c.p.m. The inner needle enters the port and stops moving altogether at approximately half port when set at 5000 c.p.m. The cutter cannot cut but does aspirate. All connectors and tubing were inspected and no defects were found. The sterilization and lot history records have been reviewed and found to be acceptable.